Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause is attributed to a component failure. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have indentations on the edge of the distal idler pulleys. The root cause of the ¿mechanical indentations/burrs instrument distal pulleys¿ is typically attributed to mishandling/misuse, such as instrument collisions or impact from an external object. The instrument was found to have indentations on the edge of the proximal clevis. The root cause of this additional observation is attributed to mishandling/misuse of the instrument. A review of the procedure log showed the permanent cautery spatula instrument (part #420184-14 / lot #n10210517-326) was last used on (B)(6) 2022 during this myomectomy surgical procedure with system sh0367. The permanent cautery spatula instrument had 7 uses remaining. An image of the permanent cautery spatula instrument related to this event was received. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: this looks like a broken pitch cable. This complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer discovered that the permanent cautery spatula instrument wire was broken. There was no report of any fragments falling inside the patient. The procedure was completed with the same permanent cautery spatula instrument with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The surgeon was dissecting tissue at the time of the event. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure.